Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
User facility reported that the listed anesthesia breathing circuit (abc) was in use with a patient and a ventilator when the ventilator alarmed leak in the circuit. The reporter indicated that no adverse health outcomes resulted from event.

Manufacturer narrative:
One unused sample, inside its original packaging, was received for product evaluation. Visual inspection of the device revealed no faults or abnormalities. During functional testing, the bag and breathing circuit we individually attached to the leak tester; no leaks were observed during the test. The returned product was confirmed to operate intended. No evidence was found to suggest the reported event was related to intrinsic product problem.